Event description:
It was reported that the customer experienced a battery jump and a power source alert with their pump, which shifted from 80% to 100% charge unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer received an explanation that battery jumps may occur without affecting pump functionality and was advised to charge the pump using wall outlets instead of a computer. The customer was informed that charging should be done at intervals and that a fully charged pump should last two to three days. No further assistance was needed, and the customer understood the guidance provided.